Manufacturer narrative:
Other, other text: b5: additional information received via email on 20-sep-2021 and attached to complaint, reply by customer was: "it is not known for sure, as this was over two months ago." H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches on lcd lens screen. The customer stated problem was duplicated. Cassette not attached properly error alarm was duplicated and repeated multiple times. Error was found also in the event history log multiple times. Replaced dso sensor which was defective and nonreactive. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly error. No adverse effects were reported.